Event description:
It was reported that during a respiratory surgery, the knife did not move forward. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5at5h. Event: date of event unknown. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the return reload. Visual analysis of the returned sample determined that the 6r45b reload was received with no apparent damaged and partially fired 1/10 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.